Manufacturer narrative:
(B)(4) date sent to the FDA: 01/11/2017. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the fixation tab intact when the stratafix symmetric suture was used?...no information. Was the stratafix used only on the fascia tissue?...no information. What was the condition of the fascia tissue (healthy, diseased)?...the fascia was atrophied after the index procedure. However, the condition of the fascia tissue (health/diseased) is unknown. What amount of the fascia ¿dehisced¿ or opened (in cm)?...no information. Was there any patient event (cough, exercise or fall)?...no information. What medical/ surgical treatment was performed to treat the symptoms/ area under skin? ¿.the epiderm was re-sutured several times. However, no treatment was performed to treat the symptoms/area under the skin. What is the surgeon rationale that stratafix symmetric contributed to the patient abscess?...no information. Did the stratafix pull through the patient tissue (fascia)?...no information. Was the stratafix suture found to be broken during second procedure?...it is unknown whether the stratafix suture was broken or not. (No additional treatment was done for the fascia. Also, the fascia was not re-incised. Therefore, the dr. Could not judge whether the stratafix had been broken or not..) What was used to close the epiderm after the dehiscence?....no information. What is the current condition of the patient?...as of (B)(6), he was in the hospital. However, further information about his condition has not been provided from the hospital.

Event description:
It was reported that the patient underwent a spinal fusion procedure on (B)(6) 2016 and the barbed suture was used to fix the ninth intervertebral and close the surgical wound of the fascia since back stitch could be done with it. During the procedure, there was no problem in the surgeon¿s suturing technique. A week after the procedure, there were no problems with the patient¿s condition. Eight or ten days after the procedure, the patient experienced a fascia wound dehiscence, and an excessive amount of exudate accumulated at the surgical site. Abscess was formed under the skin, and it became like a dead space. At that time, the epidermis was closed. However, it also dehisced later. Then, re-suture on the epidermis was done five times. Surgical site infection did not occur. The fascia was atrophied, therefore, it was not re-sutured. Since no re-operation was done, it is unknown whether the wound dehiscence of the fascia was caused by the suture or not. It is also unknown whether the suture was broken or not. There is a possibility that width of bites was narrow and this could be another contributing factor to the event, other than barbed suture. As of (B)(6) 2016, the patient was in the hospital.